Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced past elevated blood glucose (bg) of 560 mg/dl; cause was unknown. Elevated bg was addressed via a correction bolus and multiple infusion set changes. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg. Reportedly, the customer has reverted to manual injections for insulin therapy until replacement supplies arrive.